Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor fractured while in the body. The customer¿s blood glucose level was 320 mg/dl at the time of the incident. The customer stated that it started the warm up then said searching for sensor signal loss of communication. The customer stated that there was no damage to the connection bridge or pins. The customer noticed that the sensor was damaged and the sensor arm that attach to the sensor broke. The customer removed the sensor and the needle was missing. The customer reported that the sensor was still in the body. The customer did not receive medical treatment as a result of the sensor fracturing while still in the body. The device will be returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed test. Found cannula bent unable to confirm customer received sensor in said condition due to customer returned opened/used.